Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 6 was not detected on bus. A field service engineer replaced the pyxibus controller board and drawer board, but the issue persisted. Subsequently replaced the retractor band and removed all cubies to clean out the trays. Customer confirmed successful recovery following these actions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height main drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.